Event description:
Caller reported damage to a tandem charging cable. There was no adverse impact to the customer's blood glucose level. Customer was able to continue with the process after restarting the computer, and damaged charging supplies were scheduled for replacement with two-day shipping by cts.